Event description:
Our distributor in (B) (6) reported to a fisher & paykel healthcare representative that the electrical heater wire socket in the rt235 infant evaqua breathing circuit could not be connected to the humidifier. This was observed in 3 devices. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: only 1 of the 3 rt235 breathing circuits was returned to fisher & paykel healthcare for investigation. The returned device was not a whole circuit but had been cut off at one end. An attempt was made to insert a heater wire adapter to the heater wire socket of the inspiratory tube. Results: the heated breathing circuit contains a heater wire socket for connection to the humidifier. In this case, the heater wire adapter could not be inserted as one of the heater wire pins was bent. Upon further inspection, the tip of the pin was discovered to be slightly crushed. A lot check revealed no other complaints for this lot number. Conclusion: fisher & paykel healthcare implemented improvements to the production process in respect of infant breathing circuits in may 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. This event occurred on a device after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. (B) (4).